Event description:
On 6/15/98, the MFR rec'd a letter and notice of a complaint/lawsuit from the legal dept of the MFR's former owner. The complaint/lawsuit in brief states the following: the device was implanted on 3/13/92, to administer chemo via the device for the treatment of the pt's cancer. X-ray confirmed satisfactory placement of the device. After a course of chemotherapy, the pt's cancer was found to be in remission. As a result, the device was removed on 9/9/92. On 9/9/92, upon examination of the explanted device, it was noted that the device had a 9.7cm of tubing attached to it. On 5/22/1997, an x-ray of the pt's chest was made as part of a f/u examination. The radiologist noted a 10 cm section of catheter tubing interlobar artery. The only possible source of the tubing was the device that was implanted on 3/13/92, and partially removed on 9/13/92, from which the piece of tubing broke off, went through the right side of the pt's heart and lodged in his right pulmonary artery. The pt was informed about the presence of the catheter tubing in his lung on a subsequent visit to the hospital in july 1997. No further information was provided at this time.